Event description:
Patient stated that on one occasion the vgo fell completely off when he wore it on his thigh. Patient said on another occasion the adhesive pad is became loose. Patient confirmed he is cleaning the site. Patient will be returning one of the vgo where he wore it on the back of his arm.